Event description:
Pt undergoing right knee cruciate ligament repair. The single-use sterile cannulated drill bit "tip" broke when the surgeon attempted to remove the bit from the drilled hole. The bit "tip" was lodged in the bone of the femur. The tip was removed by the surgeon under fluoro. This incident added approx one hr to the duration of the procedure.